Event description:
It was reported that the pump would not confirm, the flow tests were found to be non-compliant. Per reporter, this occurred during the annual maintenance of the pump. There was no impact on the patient. There was unknown patient involvement.

Manufacturer narrative:
E1: facility name "(B)(6)." H3: one pump was returned for analysis in used condition. Visual inspection found the downstream occlusion (dso) seal was bubbled. Service history review identified there was an indication that the complaint may be related to a service of the device within the review period. No problems were found in the event history log. Functional testing was able to duplicate the customer reported issue. The investigation determined the event was caused by the bubbled dso seal. The dso seal was replaced.